Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer received recurring insulin flow blocked alarms. Blood glucose level at the time of the incident was 8.3 mmol/l. Troubleshooting was not completed for the insulin flow blocked alarm. No harm requiring medical intervention was reported. The pump will not be returned for analysis.